Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "significant capsular contracture" baker grade unspecified, "left nipple hurts," "[b]urning in left boob," "'over projected appearance'," "overfilled," "pulling and pain," "ongoing pain," "hyper sensation at the nipples," "mental anguish," and "loss of the capacity for the enjoyment of life."

Event description:
Healthcare professional reported "significant capsular contracture" baker grade unspecified, "left nipple hurts," "[b]urning in left boob," "'over projected appearance'," "overfilled," "pulling and pain," "ongoing pain," "hyper sensation at the nipples," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient "suffered bodily injury... Suffering... Disability, disfigurement"; these events are not related to the device. Device remains implanted. This record is for the left side.